Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 10 samples contained gel smearing and produced erroneous results. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, with no issues being identified. Complaints for sample quality are under statistical control for the month of march 2025. At this time, further testing is not indicated. Further clinical testing for erroneous results could not be performed as the specific analytes in question were not provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: erroneous results and gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 10 samples contained gel smearing and produced erroneous results. There was no health impact or consequences reported.